Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site and difficulty connecting with external devices. Surgical intervention was undertaken wherein the ipg was repositioned to address the issue. Therapy was restored post-op.